Event description:
During service and repair pre-testing, it was observed that the motor device had a frayed cable. The device was not used in surgery. No delay to a surgical procedure was reported. There was no patient involvement, no injuries and no medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.